Event description:
The patient wa revised due to recurrent dislocation. During revision procedure, the acetabular liner was noted to be fractured; therefore, both the acetabular liner and femoral head were replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.